Event description:
It was reported that the customer experienced a high blood glucose level displayed as "high"; however, a specific value was not provided. The customer took a corrective bolus via the pump to address bg. Suspected cause was due to the customer's settings requiring adjustments the customer was advised to check in with their healthcare provider whenever settings are updated. Customer updated their pump settings to address the event.